Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found inside of a small volume folfusor. This event occurred while the pharmacy was "pre-dispensing" the device. The device had been filled with 3600mg of fluorouracil in 0.9% of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured november 13, 2017 - november 15, 2017. The device was received for evaluation. A visual inspection was performed and a white particle 0.20 square mm in size was observed floating in the fluid of the bladder. The white particle was in the fluid path and was subsequently identified to be acrylic material via ftir spectroscopy testing. Acrylic is the material of the device stress member. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.